Event description:
It was reported to boston scientific corporation in 2007, that a resolution hemostatic clipping device was used during a procedure performed one day prior, (patient sex, age, and weight unknown.) According to the complainant, "the clip was never totally out of the transparant sheet (of the delivery system), so it was never able to open completely. Once they fired the clip, it got stuck into the transparant sheet of the delivery system." There were no patient complications as a result of this event.

Manufacturer narrative:
The device appears to have been fully deployed properly conclusion - unknown failure product was inspected when received. Upon investigation it was noticed that the clip assembly was deployed and not returned with the device. The bushing was located inside the over sheath approximately 0.5" from the distal end. The control wire was separated per design. Without the clip assembly no further investigation can he done. The device appears to have been fully deployed properly. The cause of the reported complaint is undetermined.